Event description:
It was reported that the actual residual volume 38ml was greater than the expected residual volume 2ml. Per reporter, the pump was filled on either (B)(6) 2012, when the volume discrepancy was noted. It was added that patient previously had hydromorphone but at recent refill they added fentanyl (624.5 mg/day). Per reporter healthcare provider (hcp) thought that the patient was only getting bolus doses. Patient never had therapeutic effect and contacted the implanting surgeon and they directed them to have the pump checked as that it may have been programmed wrong. A refill done in (B)(6) 2011 did not have a volume discrepancy per reporter's recollection. On (B)(6) 2012, an appointment with hcp was reported and as of (B)(6) 2012, patient experienced increased pain and was to see the hcp. A follow-up report will be sent if additional information becomes available.

Event description:
It was reported that 4 ml were expected in the pump but 39 ml was actual. Two rotor studies were performed. Caller stated that they did one rotor study and claimed it didn't turn, prior to the one where it turned backwards; rollers turned clockwise and not counter-clockwise. Per reporter, there were reports of a dye study that was normal and another that was not normal. Caller stated the catheter was patent but it was not clear if it was tested through the catheter access port or after it was disconnected from the pump. Per healthcare professional, the pump only functioned normally for the first 3 months. The pump was replaced. The patient status was noted as recovered without sequela.

Event description:
Additional information: it was reported that at the time of the report the patient was doing well with his new pump.

Manufacturer narrative:
Catheter model: 8709sc, serial # (B)(4), implanted: (B)(6) 2011, explanted: unk; passer model: 8591-38, lot # c80732, implanted: (B)(6) 2011, explanted: unk; catheter model: 8590-9, lot # n235790, implanted: (B)(6) 2011, explanted: unk. Programmer model: 8840, serial #: unk.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final analysis of the pump found no anomalies. The pump passed all non-destructive testing. No anomalies were noted in the pump logs. Since the pump passed all non-destructive lab testing, it was decided that no destructive testing needed to be performed. This choice preserved the pump for later re-analysis if needed. There was a sc catheter implanted with this pump that was not returned for analysis.